Event description:
It was reported that the fiber cap detached during a prostate procedure. The procedure was continued with a second fiber and the fiber cap detached. The case was completed via a turp. This report is for the first fiber. The outcome was reported as "no damages to the pt".

Manufacturer narrative:
Reference MFR report #: 2937094-2013-00671.